Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that that the labeling and information on the product packaging were unclear and misleading, resulting in confusion regarding whether the product was intended for human or animal use. No patient involvement. Device is not available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/1/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported that "the labeling and information on the product packaging were unclear and misleading, resulting in confusion as to whether the product was intended for human or animal use." Could you please provide additional details or examples regarding the unclear or misleading information? Are there photos available for visual analysis. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.